Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was 35 mmol/l. The customer stated they done with the troubleshooting at the hospital and declined to troubleshoot for high blood glucose. The customer was treated with manual injection at the hospital. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.